Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups.

Event description:
Boston scientific received information that interrogation of this device prior to a planned replacement, showed a battery status of less than 0.5 years remaining. Subsequently, the device was reprogrammed from ssir to ssi and the automatic capture (ac) and minute ventilation (mv) were programmed off in preparation for the replacement procedure. The device then showed a battery status of 1.5 years remaining with a magnet rate of 90 beats per minute (bpm). The physician contacted boston scientific technical services (ts) to inquire about the impact programming changes can have on battery status. Ts discussed that ac and mv can take battery life and that a bump up in longevity would be expected when the features are programmed off, however, an impact of over a year's difference would not be expected at this point in the device life. The device was successfully explanted and replaced. No adverse patient effects were reported.